Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the inpen was broken and damaged. Customer stated that the cover of the dosage window and worn number was damaged. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Per visual inspection the dose window was missing and some dose dial numbers 2 was faded. Customer reported dose window fell off and dose dial number 2 was faded. The device pired successfully to commercial app. Inpen received with leadscrew fully rewound. The leadscrew was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time (B)(4) unit was dialed and dosed until the screw reached max extension. In conclusion the inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Inpen dose window was missing and one dose dial number was faded therefore, customer complaint was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.